Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: nine media files and three static images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and significant under expansion and a suspected infold was noted. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that the valve was not implanted and a second and third balloon aortic valvuloplasty were performed prior to the implant of a new valve. The new was implanted successfully and appeared well expanded without any evidence of infolding or coronary occlusion due to small sinuses. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 76.7mm with a perimeter derived diameter of 24.4mm suggesting a 29mm evolut. Sinuses of valsalva diameters measured less than the recommended 29mm for the 29mm evolut. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 29 mm transcatheter bioprosthetic valve into a patient with a tricuspid valve with extensive severe cusp calcification, and the patient had small sinus diameters and calcium at the sinotubular junction (stj), which posed a risk of rupture and coronary obstruction. Due to the rupture risk, a pre-dilation was performed with a 20 mm balloon with contrast injection to assess the coronary perfusion. The first pre-dilation attempt appeared to expand asymmetrically with evident resistant calcium in the non-coronary cusp (ncc) side. The valve was attempted to be deployed however it was notably constrained with an infold at 80% deployment. The valve was recaptured and removed from the patient. A second pre-dilation was performed with a 22 mm balloon and again asymmetrical expansion was noted. A third pre-dilation was performed with a 24 mm non-compliant balloon and appeared to have better expansion and the wire position was better seated in the n/r commissure and the ncc leaflet appeared to be more freemoving on fluoroscopy. A second valve was deployed and at 80% deployment the valve appeared constrained however the position was high at approximately 0 mm. The valve was recaptured and deployed to approximately a depth of 4 mm. The true depth was hard to assess due to the calcium in the ncc sequestered the base of the sinus giving a false perception of a deeper implant. The valve was deployed and hemodynamics showed a peak to peak gradient of 3 mmhg and a mean of 2 mmhg with trivial paravalvular leak (pvl). The physician attributed the infold to the inadequate pre-dilation.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 product lot number 0012542057 product type: delivery catheter system (dcs) implant date na explant date na product ID l-evolutfx-2329 product lot number 0012539355 product type: compression loading system (cls) implant date na explant date na product ID evfxplus-29 product serial number(B)(6) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.